Manufacturer narrative:
Product analysis: the analysis was able to confirm the customer comment of the display screen is offset. The stylus tip position on the touch screen needed to be calibrated. It was also determined at analysis that the left and right keyboard hinge was broken. The radiofrequency head was worn out (still working but will be replaced), the paper tray was nearly empty. The spacer link electronic module (lem) board was broken. The software was re-installed and updated to the latest version. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the display screen is offset. The programmer was returned to service. There was no patient involvement.